Event description:
Subsequent to insertion, no wave forms were noted from this pa thermodilution catheter. The catheter was removed and a new one was obtained and successfully inserted without injury to the pt.